Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 11:00am the same day the sensor was inserted, the patient started to bleed at the insertion site. They stated they applied direct pressure to the area; however, the bleeding did not stop. The patient went to the emergency department at 8:30apm where she was evaluated, and the site was treated with silver nitrate. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.